Event description:
It was reported that 17 hours after a coronary artery drug eluting stenting treatment procedure thrombosis occurred resulting in death. The lesion was located in the proximal left anterior descending (lad) artery. The vessel was 2.75mm in diameter and 90% stenosed. The vascular access site was the right femoral artery (rfa). The lesion was pre-dilated with an aria 2.5x20.0mm balloon at 12 atms. The physician successfully implanted a taxus liberte 2.75x28.0mm drug eluting stent (des). Plavix was administered to the pt prior to the procedure along with aspirin and diftiazon, an oral hypolipidemic agent. Approx 17 hours after the des procedure, the pt returned and was experiencing severe chest pain. Thrombosis in the proximal lad was confirmed through angiography. The physician advanced a 0.014 balance guide wire and an aria 2.00x20.0 mm balloon, which was inflated twice. No reflow resulted. Finally, the physician introduced a vision 2.75x12.0mm bare metal stent to protect the lesion and induce reflow. Consequently, the pt died. Additional information has been requested concerning the intervention and the cause of death. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 8531937 have been reviewed and no issue or discrepancies were found. This records review confirms that the device met all material assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.